Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose values of around 250 mg/dl, treated with insulin and blood glucose value decreased to around 40 mg/dl. Patient's other blood glucose values were 150 mg/dl, 270 mg/dl, 195 mg/dl and 45 mg/dl. Customer was neither in emergence room, nor admitted into hospital, nor was emergence medical services dispatched as a result of high blood glucose values. The customer experienced no symptoms. The customer was treated with manual injection and carbohydrates for their blood glucose levels. The device is not expected to be returned for analysis.